Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's vessels were reported to be diseased, and the left common femoral artery was reported to be aneurysmal with a diameter of 2.5 to 3 cm. Aneurysm morphology is unknown. It was reported that patient's right internal iliac artery was embolized prior to the implant procedure. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were accessed. The patient was initially given 5000 units of heparin, and received an additional 7500 units during the procedure to ensure that the patient's activated clotting time remained above 250 seconds. A 16 french introducer was inserted into the left iliac artery. A 13 mm diameter x 8.5 cm length iliac limb was inserted and deployed on the right side from the mid external iliac artery to the common iliac artery. Through this stent graft, a 21 french introducer was advance into the aneurysm sac, and the bifurcated stent graft was deployed in a crossover orientation from just below the renal arteries and almost overlapping the original iliac stnet graft. The contralateral gate of the stent graft was cannulated, and a 16 mm diameter x 11.5 cm length iliac stent graft was deployed in the gate without difficulty. A 16 mm diameter x 8.5 cm length iliac limb was deployed on the left side, followed by a 20 mm diameter x 3.75 cm length extender cuff to allow a flare for a distal seal. This was done without compromising the orifice of the left internal iliac artery. Angiography demonstrated good positioning of the device and a good seal. In order to reinforce the area of overlap between the left external iliac stent graft and the contralateral gate, a 16 mm diameter x 8.5 cm length iliac limb was deployed to overlap the area. Final angiography demonstrated good proximal and distal seals with no evidence of endoleak. The physician then repaired the aneurysmal dilatation of the left common femoral artery with a ptfe graft. The patient tolerated the procedure well and left the operating room in stable condition. Shortly after the implant procedure, the patient began complaining of abdominal pain from ischemic colitis, and a colon resection was performed to remove the necrotic tissue. The physician stated that debris may have been dislodged during the implant procedure or that the inferior mesenteric artery may have thrombosed. Pathological examination of the sigmoid and descending colon demonstrated cholesterol emboli within the small arteries of the colon and extensive ischemic necrosis. The descending colon had organizing thrombi within the small mesenteric veins. It was reported that the patient died of multi-organ failure in 2002. No autopsy was performed, and the device was not explanted.